Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, clarification was received on 9/9/2023.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that no audio output occurred. On (B)(6) 2023, the patient experienced no audio output 4 days after the sensor has been inserted in the abdomen. He did not receive an alert notification that his blood glucose was low. He was at home and had a seizure. A family member gave him ¿glucose shots¿ presumed to refer to glucagon to raise his bg (blood glucose) level. The cgm (continuous glucose monitor) then alerted him that the sensor needed replacement. The patient was transported to the ER (emergency room) on (B)(6) 2023 for evaluation and received treatment with unspecified IV fluids. After treatment he recovered and was in stable condition. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.